Event description:
During the inspection, it was found that the tip of the extractor was broken. According to the sr, it was user error because the surgeon used it with clockwise in surgery.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. The tip of the conical extractor is partly broken off. The breakage surface indicates that the tip broke due to a bending overload. To prevent this, the extractor is laser-marked with the warning ¿do not lever.¿ based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. No non-conformity was identified.

Event description:
During the inspection, it was found that the tip of the extractor was broken. According to the sr, it was user error because the surgeon used it with clockwise in surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.